Event description:
A high reading issue was reported with the adc device. The customer reported obtaining unspecified higher readings compared to those taken on a competitor brand meter. The customer became hypoglycemic with symptoms of sweating, dizziness, "no strength," and required treatment of two glucagon injections administered by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer reported obtaining unspecified higher readings compared to those taken on a competitor brand meter. The customer became hypoglycemic with symptoms of sweating, dizziness, "no strength," and required treatment of two glucagon injections administered by family member. There was no report of death or permanent injury associated with this event.